Manufacturer narrative:
This complaint is currently still under investigation by our service and repair department. Once the investigation is complete a follow-up report will be submitted. (B)(4).

Event description:
The doctor was performing a retinal cryopexy using a curved retinal probe and the probe blew up. The patient was not injured, but the doctor sustained injury to her left ear - temporary hearing loss.